Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Seven days after onset, the patient was hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was unknown. On unreported date(s), the patient was treated with gentamicin (route, dosage, frequency, and duration not reported) and vancomycin (route, dosage, frequency, and duration not reported) for the bacterial peritonitis event. On an unknown date and after an unknown number of days of hospitalization, the patient was discharged. On an unreported date, dianeal therapies were discontinued and peritoneal dialysis therapy was stopped. The patient was not recovered from the bacterial peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported on an unknown date, the patient¿s catheter was removed (current mode of dialysis therapy not reported). Should additional relevant information become available, a supplemental report will be submitted.